Event description:
It was reported that during a da vinci-assisted ileostomy takedown procedure, there was a firing issue involving a sureform 60 stapler instrument and a green sureform 60 reload. It was alleged that the stapler instrument would not fire and had an incomplete/partial fire issue. As a result, the surgeon had to complete the anastomosis with sutures. On 08-jun-2022, intuitive surgical, inc. (Isi) received additional information about the complaint: the isi clinical sales representative (csr) stated he was present during the case and spoke to the surgeon after the case was completed about the event. The surgeon stated that during the procedure, the target tissue slid off to one side when the surgeon fired a green sureform 60 reload with a sureform 60 stapler instrument. As a result, the staple line was not aligned and the surgeon completed the anastomosis with sutures. The tissue was reportedly normal with no evidence of calcification. The instrument was inspected by the or team. There were no error messages or clamping issues observed during the reported event. The instrument was discarded by the or staff after the case. No patient demographic information was provided. Isi has attempted to contact the surgeon to obtain additional information regarding the reported event. However, no new information has been received.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode and intra-operative complication cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. The stapler logs were reviewed by an isi advanced failure analysis (afa) engineer and the logs show that sureform 60 stapler instrument (part #480460-09, lot # l91220221-003) was installed 2 times and fired 2 reloads (1 green followed by 1 blue). Both firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted ileostomy takedown procedure, there was a firing issue involving a sureform 60 stapler instrument and a green sureform 60 reload. As a result, the surgeon completed the anastomosis with sutures. At this time, the cause of the customer reported failure mode and intraoperative complication is unknown.